Event description:
The following was reported via maude event report ((B)(4)): "problem started about a year ago, didn't associate with the mesh product from hernia repair at that time. Thought it was back. Having problems with numbness in left leg. Now over the past (B)(6) months, the numbness in my back has spread to include my entire lower back around the front of the abdomen and now effecting the way I walk and stand. Pain is bad most of the day. Haven't had many problems sleeping. Went to doctor to determine if it was kidney / bladder problem. Ultra sound showed nothing on kidneys. As I write this, I look to be 5 months pregnant, stomach hurts; back and leg still numb, stomach extended and feels full, sore to touch or hold anything on. I've lost my appetite nothing when I eat I stay full for hours, doesn't matter how much or how little I eat."

Manufacturer narrative:
Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt did not provide contact info, therefore we cannot attempt to obtain add'l info. Medical records have not been provided and it was not reported the mesh was explanted. Product identifiers have not been provided, therefore a mfg review is not possible. With the limited amount of info, no conclusion can be drawn.